Manufacturer narrative:
(B)(4). Date sent: 2/24/2023. D4 batch #: v96c4f. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested and the following was obtained: what portion of the tip broke off? The tip in the picture below did the electrode ceramic separate or break off? Not sure did the I blade get damaged or break off? Based on the picture below, no is the top jaw detached? Yes is the top jaw ptc material break off? Appears to be were any additional actions performed to locate the detached fragment? If so, what were they? No additional actions taken investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch v96c4f, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what portion of the tip broke off? Did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the top jaw detached? Is the top jaw ptc material break off? Were any additional actions performed to locate the detached fragment? If so, what were they? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure that the tip broke and detached from the device. Unknown if the fragment was found. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. This is an analysis of a set of images submitted for evaluation. Images: the image provided by the customer shows a distal jaw of what appears to be an enseal device with the upper jaw detached. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: based on the photo, the reported event was confirmed.